Event description:
Information received notes that while the patient was in for a treadmill test, the clinician was concerned about the collected ECG which showed intermittent atrial oversensing. On september 12, 2005, lead impedances were reported as 342 ohms unipolar and 891 ohms bipolar. A holter monitor showed coincidental pvc's as seen on the treadmill test, pseudo- pseudofusion, and intermittent myopotential oversensing. Programming to unipolar corrected the problem.